Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, non-sustained oversensing was observed on the right ventricular channel. All other electrical parameters were in range. The device was reprogrammed to resolve the issue. The patient was stable.